Event description:
It was reported that a patient died on (B)(6) 2025, due to diabetic ketoacidosis (dka). A review of pump data will be performed, and the results will be submitted in a supplemental report.